Event description:
It was reported that the patient's vns battery depleted, and the patient was possibly considering generator replacement surgery; however, no known surgical intervention had occurred to date. It was later reported that the patient was scheduled for vns explant due to pain at the generator site. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.